Event description:
It was reported to boston scientific corporation in 2009, that during the procedure, a stonetome rx sphincterotome did not work properly to cannulate the duct. No additional details are available at this time. Several attempts to obtain additional details regarding the circumstances surrounding this event as well as procedural and patient outcome have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this manufacturer. However, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.